Manufacturer narrative:
Philips has investigated this complaint. Philips has inspected the system on site and it was identified that the flexvision pc failed. Analysis of the log files has also confirmed the failure of the flexvision pc. The defective flexvision pc was replaced and the system was returned to use in good working order. Based on trending analysis there is no negative trend in the replacement rate for the flexvision pc. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up will be sent to the FDA.

Event description:
It has been reported to philips that before the start of an emergency procedure coronary angiography followed by a necessary percutaneous coronary intervention, the customer noticed that the system would not start up. The patient was not under anesthesia. There was a delay of 15 minutes while the patient was being transferred to another room. No patient harm has been reported to philips. Philips has started an investigation for this complaint.